Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that upon changing out a smiths medical cadd® medication cassette remaining medication was found in the reservoir. The administration rate was set to 3.5mg/hr, which ran for 24 hours with 84mls remaining. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned. The cassette was visually inspected for damage. No damage was detected. It was then tested on two different pumps for accuracy delivery as reported. The cassette passed both accuracy tests. No fault was found. The fault could not be confirmed.